Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported blister on downstream sensor during testing. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for evaluation. Visual and function testing was performed. Visual inspection confirmed that the device tamper seal was missing. Functional testing performed confirmed that the device downstream occlusion sensor seal was bubbled. Results: the customer reported problem was duplicated. The downstream occlusion sensor seal will be replaced. Root cause of the reported problem, a blister on the downstream sensor, is unknown. A non-conformance report ncr has been created with respect to this reported issue and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-15440. The report was submitted in error.